Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow warning screen indicating a shorted lead condition. It was also reported that this crt-d was on advisory/recall. The device was explanted and successfully replaced with another crt-d. It was reported that once the device was explanted, the leads were checked with use of a pacing system analyzer, which exhibited good measurements. Once the new crt-d was implanted, the lead measurements were again confirmed to have been good. Induction testing was performed successfully. No adverse patient symptoms were reported.